Event description:
After the 6 month f/u noga procedure, pt complained of chest pain. Cardiac tamponade was recognized by cardiac echo and decreased in blood pressure. Pt underwent successful pericardiocentesis.